Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a design flaw on her insulin pump. She stated the design flaw caused her to accidentally deliver 25 units of insulin through her max bolus. The accidental delivery resulted in a hypoglycemic event for the customer while she was pregnant back in (B)(6) 2014. The customer also reported an event in (B)(6) 2013 where her husband had found her unconscious. A 911 call was made for this event, requiring an emergency medical technician to treat the customer with an IV. The customer could not recall her blood glucose at the time of the event. The customer's blood glucose was 198 mg/dl at the time of the call. She requested her insulin pump to be exchanged for one with an updated scroll wrap software. No additional information provided.